Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had physical damage on the bottom. Customer blood glucose reading is 219 mg/dl. Troubleshoot was performed. Customer states the bottom of the insulin pump had fallen off while doing tubing. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: pump had detached end cap, cracked case at display window corner, reservoir tube lip, minor scratched and cracked display window, and missing end cap sticker.